Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/4/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a 72-year-old male patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Patient¿s condition worsened and still critical after 24 hours. After the complication and the following surgery, the patient hospitalization was extended. As of (B)(6) 2021, the patient was still in the hospital, evolving positively. The device evaluation was completed on 6/8/2021. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the smart touch sf (bidirectional) catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. No malfunction was observed during the product analysis. The instructions for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. Patient for first ablation of atrial fibrillation. Procedure was not under general anesthesia but deep sedation. After mapping the left atrium (la) with a lasso catheter, pulmonary veins (pvs) isolation with close protocol started on posterior wall of the right inferior pulmonary vein (ripv). During the 4th ablation, patient moved abruptly and considerably generating an important drift on the map (map shift occurred). ¿learn new¿ error appeared. It was confirmed that firstly, the patient movements were so huge that it was evident that new maps would be needed, regardless of acl tolerance. However, the system recognized the shift due to ¿outside acl tolerance¿ and provided the corresponding error, with the only option of ¿learn new¿ patches position and start a new map. A new bipolar map was built and pvs, isolation restarted from the same point. Repeating ablations on previous sites and completing encirclement of both right pulmonary veins. Then, ablation continued the left side to isolate the left veins. A second huge patient movement happened when ablating in the anterior part of the right superior pulmonary vein (rspv) with the consequence of a new considerable drift on the map. A new map was built with the thermocool® smart touch® sf bi-directional navigation catheter. Two cardioversions were performed as attempts to stop atrial fibrillation, without success. Few minutes after the second cardioversion the medical staff identified symptoms of pericardial effusion and the procedure was stopped to manage the clinical complication. Cardiac tamponade was confirmed by chest x-rays and echocardiography. Pericardial puncture was done to drain the fluid (unspecified amount) from the pericardium. Patient was then sent to surgery for further treatment, which included open chest surgery to repair pericardial effusion. During this following intervention, it was discovered that the perforation was located in the laa (left atrium appendage). Patient¿s condition worsened and still critical after 24 hours. After the complication and the following surgery, the patient hospitalization was extended. As of april 1, 2021, the patient is still in the hospital, evolving positively. The physician did not provide a causality opinion for the cause of this adverse event. No problem was detected with biosense webster products during the procedure. Transseptal puncture was done during the case. There was no evidence of steam pop during the ablation. Standard flow settings for thermocool® smart touch® sf bi-directional navigation catheter were used; low flow: 2 ml/min, high flow: 8-15 ml/min (during ablation) and post ablation: 3 ml/min. Force visualization features used were graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were maximum distance change: 3 mm, minimum time: 3 seconds and force over time: 25% minimum force: 3 g. Respiration adjustment was used as additional filter. Tag index coloring thresholds: 500 ¿ 550 was used as coloring option. Correct catheter settings were selected on the generator. The pump was switching from low to high during the ablation. The map shift was assessed as not reportable. If there¿s a map shift for which the system displays an error message, then this would be an expected system behavior and not a system malfunction. Since this event is life threatening and required intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it was to be considered serious and MDR-reportable.